Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-05065/05612).

Event description:
Patient reported to have undergone a left knee arthroplasty on (B)(6) 2002. Patient further reported that a revision procedure was performed in (B)(6) of 2014 due to a fractured polyethylene tibial bearing. Patient provided photographs of the explanted knee components which revealed the femoral component and tibial bearing were both fractured and had been removed during the revision procedure.

Event description:
Patient reported to have undergone a left knee arthroplasty on (B)(6) 2002 and a right knee arthroplasty on an unknown date. Patient further reported that a revision procedure was performed on (B)(6) 2014 due to a fractured polyethylene tibial bearing. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was unknown and reported in error on the initial report. Revision surgery took place on (B)(6) 2014. Product received on sep 8, 2014. Event date is (B)(6) 2014. Correct explant date is (B)(6) 2014.

Event description:
Patient reported to have undergone a left knee arthroplasty on (B)(6) 2002. Patient further reported that a revision procedure was performed in (B)(6) 2014 due to a fractured polyethylene tibial bearing. Patient provided photographs of the explanted knee components which revealed the femoral component and tibial bearing were both fractured and had been removed during the revision procedure.

Manufacturer narrative:
Evaluation of the returned tibial component found that it displayed a gouge correlating to the approximate size of the broken section of the femoral component. Dimensional analysis could not be performed as the component was too badly damaged. The duration of life and condition of the implant suggested that the product was likely conforming when leaving biomet.